Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 197,438 joules. Additional information reported by the customer was the forward firing condition was noticed during the vaporization process. It was observed that there were no observations leading up to the event. There were no error codes that were displayed on the console when the event occurred. The patient did not experience any difficulties as a result of the event. The user did not experience any injury from use of the system.